Event description:
The customer called and reported the insulin pump gave an unexpected restart error alarm. Customer's blood glucose was 480 mg/dl while she was off the insulin pump. At time of this report, customer's blood glucose was 285 mg/dl, she was able to clear the alerts and declined to troubleshoot. The device will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.